Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
It was reported that during an ischemic ventricular tachycardia - left (l-isvt) procedure, after burning near the apex at 50 watts at 40 plus minutes, a pericardial effusion occurred. A pericardiocentesis was performed. No further information was available. The bwi device in use was a navistar thermocool catheter. Additional information was requested to the account and the only answer received from the bwi representative stated that according with the physician, the effusion observed was not from the ablation catheter and that they were not burning near the apex. It was an ischemic vt that was basal septal. No ablation was done in the apex of the lv. Physician believes that the perforation came from the transeptal puncture. Follow up is in progress to find out which kind of products was used to perform the transeptal puncture.

Manufacturer narrative:
The product was not returned to bwi for analysis as initially was indicated by the customer; therefore no product analysis could be conducted. DHR review could not be performed since the lot number was not provided by the customer. Additional information received by the customer stated that the patient was fully recovered and the physician opinion regarding the causality of the event was possible procedure-related. No additional information from the type of products were used to perform transeptal puncture was provided. The physician used a cs and ez-steer reprocessed catheters. (B)(4)